Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having pain at the ipg site despite multiple reprogramming. The patient had a trigger point injection on erector spinae and the relief only lasted for two days. The patient will undergo a revision procedure.